Event description:
It was reported that the user received a low glucose alert on the ilet system, treated the low with oral carbohydrates, then ate a full meal without announcing it, and later reported high glucose. Symptoms included low glucose followed by hyperglycemia. Outcomes included resolution of the low and subsequent elevated glucose without need for medical intervention. Investigation included customer education on proper treatment of hypoglycemia, timing and methods to avoid glycemic variability, and the importance of meal announcements. Investigation of this case revealed that the event was attributable to user handling, specifically a missed meal announcement after treating a low, leading to a postprandial high; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement and low correction practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.